Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was fine and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).